Event description:
Damage to the pump housing and usb port was reported, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.